Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.

Event description:
It was reported that the patient's unit displayed an error message and troubleshooting did not resolve the issue. As a result, the unit was not producing enough oxygen and it caused the patient to have shortness of breath and low oxygen. The patient made it back home where they were able to use their stationary concentrator without further intervention. A replacement unit was sent to the patient.